Event description:
The customer reported ind (indeterminate) beta human chorionic gonadotrophin (bhcg) flags while performing quality control (qc) involving unicel dxc 600i synchron access clinical system. Upon investigation, it was discovered the reagent pack was loaded in the incorrect position. The customer loaded a new reagent pack and again loaded it in the incorrect position. Three additional ind flags were generated on tbhcg2 quality control (qc). Beckman coulter customer technical support (cts) assisted the customer with verifying the reagent inventory was correct. The reagent pack was properly loaded and qc recovered results within specification. Patient results were not generated. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the issue was resolved during troubleshooting via the telephone, and the customer did not question system performance. The cause of the incident was due to operator error. (B)(4).